Event description:
Note: this report pertains to the second of two spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii were used in the bile duct during a cholangioscopy procedure performed on (B)(6), 2022. During the procedure, after about 2 minutes of using spyscope, the image started to interrupt until complete disconnection. A second spyscope ds ii was opened and the same connection problem occurred. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10 the returned spyscope ds ii was analyzed, and there were elevator marks noted from the distal end on the shaft of the catheter. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment for visualization was performed. The device was plugged into the controller. A live, clear image was displayed. No problems were observed with physical connectivity of the device. The umbilicus connector was visually inspected and no damage or defects were noted. The device was fully articulated in all directions; no problems were identified with the image. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl) or thru-silicon vias (tsvs). X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wires. The handle was opened and the components within were visually inspected. It was noted that there was procedural residue on the pofs in the breakout region, indicated procedural fluids had flowed back up the optics lumen into the handle during use. The tip was blocked, and saline was flushed through the irrigation tubing to induce backflow of saline into the optics lumen. This caused image disruption with pink-purple lines. The saline was drained from the optics lumen and the image was restored. The reported complaint was confirmed. The optics lumen in the shaft of the catheter is the portion of the device where the camera wire is routed from the tip to the handle. Several pathways at the tip of the device would allow fluid from the procedure, like saline, to backflow up into the optics lumen. With the introduction of saline to the optics lumen, a capacitance is added to the camera signal that affects the electrical properties and can disrupt the image. It was noted that procedural residue remained at the top of the optics lumen in the breakout. The optics lumen was filled with saline and the image was disrupted. Draining the optics lumen resulted in the restoration of the image. The image signal does not withstand the change in capacitance created by the introduction of saline into the optics lumen, and procedural factors can cause this fluid to enter the optics lumen during use. An investigation to address this problem is in progress. Therefore, cause traced to device design is the most probable cause selected for the complaint. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to the second of two spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii were used in the bile duct during a cholangioscopy procedure performed on (B)(6) 2022. During the procedure, after about 2 minutes of using spyscope, the image started to interrupt until complete disconnection. A second spyscope ds ii was opened and the same connection problem occurred. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).